Event description:
After removal of endotracheal tube (et), the patient was noted to have a purple oval area underneath the place where the et securing anchorfast device (ref 9799) was attached to the cheek. This has happened on more occasions involving the right cheek. It is commonly placed on the far right side. The ventilator tubing and surgical drapes have been thought of as possibly weighing down the right side.